Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d2a.medical device type: jka . D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1.initial reporter e-mail: (B)(6). G.4. PMA / 510(k)#: k243207. Investigation summary: bd did not receive any samples or photos for investigation. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure mode of defective locking mechanism. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the device. No adverse impact was reported regarding the patient or user.